Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The insulin pump passed off no power test, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to complete functional test due to prime anomaly. No motor error alarms or drive anomaly was noted. The motor was tested outside the device and passed. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 330+ mg/dl. The customer stated that he was trying to refill the pump and it alarmed motor error. The customer stated that the pump was stuck and the plunger rewound. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.